Event description:
A report was received on 07 mar 2024 from a health care professional (hcp) regarding a 62 year old female patient with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 12 and 15 mar 2024 from the hcp who stated, the patient was found expired with approximately 300-400ml of blood on the floor. Emergency medical services (ems) were called and the patient was pronounced on the scene.

Manufacturer narrative:
The cycler was not received for evaluation. Evaluation of the available log files was unremarkable with no product deficiency identified. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.